Event description:
Information received from the field does not address the patient's clinical status but notes that at a one-day post implant follow-up, the battery impedance had increased from <1 kohms to 1.5 kohms.